Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 61403be00 or lot 64052be00. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 61403be00 or lot 64052be00 and the complaint issue. The overall performance of alinity I toxo igg was reviewed using field data from customers worldwide. The median values for the lots 61403be00 and 64052be00 are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lots 61403be00 and 64052be00 was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for a female patient. The following data was provided (interpretation of results: >/= 3.0 iu/ml is reactive): on (B)(6) 2024, initial result (ai02492, 61403be00) = 44.6 iu/ml, repeat = 42.7 iu/ml. The result was questioned by the physician and the sample from the blood bank was used for testing which generated a result of 42.9 iu/ml (ai24443, 64052be00). This sample was sent to another laboratory for testing on the diasorin which generated a nonreactive result of <3. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-32 has a similar product distributed in the us, list number 7p45-40/45.

Event description:
The customer observed falsely elevated alinity I toxo igg results for a female patient. The following data was provided (interpretation of results: >/= 3.0 iu/ml is reactive): on (B)(6) 2024 initial result (B)(6), 61403be00) = 44.6 iu/ml, repeat = 42.7 iu/ml the result was questioned by the physician and the sample from the blood bank was used for testing which generated a result of 42.9 iu/ml (B)(6), 64052be00). This sample was sent to another laboratory for testing on the diasorin which generated a nonreactive result of <3. No impact to patient management was reported.